Event description:
It was reported the programmer was having a reset issue and loss of telemetry. The programmer and radiofrequency (rf) head were returned for repair. The rf head was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the programmer was analyzed and no anomalies were found. Concomitant products: product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).